Event description:
On september 19, 2006, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the patient because he could not be reached by phone on two different dates at different times. The mas listened to the recorded call to lfs to obtain additional information included below: the patient said he had been obtaining elevated blood glucose readings on the reported meter, and had steadily increased his insulin based on the readings. The patient's specific diabetes medication regimen was not provided. The patient obtained a result of 225 mg/dl on the reported meter on the morning of september 19, 2006. He took 40 units of insulin (unknown type) after testing with the lfs meter. The patient said he called his doctor because he was feeling like he was "ready to fall asleep." He went to his doctor's office where a result of 36 mg/dl was obtained on the doctor's device within 10 minutes of the lfs meter reading of 225 mg/dl. The patient said he stayed at the doctor's office for 1 1/2 hours for observation. No information was provided regarding whether the patient received treatment at the doctor's office. The customer care advocate (cca) verified that the patient used correct testing technique. The cca did not walk the patient through control solution testing, because the pt did not have his testing supplies with him. The meter, test strips, and control solution were replaced. The complaint is reported because the patient took insulin based on an elevated lfs product reading. At the time he was experiencing symptoms and later obtained a hypoglycemic reading at the doctor's office 10 minutes later.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.